Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter (hair) was embedded in sterile packaging with a bd syringe control 10ml ll. The following information was provided by the initial reporter: it was reported that hair was noted in the sterile package.

Event description:
It was reported that foreign matter (hair) was embedded in sterile packaging with a bd syringe control 10ml ll the following information was provided by the initial reporter: it was reported that hair was noted in the sterile package.

Manufacturer narrative:
H.6. Investigation: one 10ml control syringe was received loose in a bag along with an opened package from batch #9207705 (309695). The sample was visually evaluated. No foreign matter was observed inside the opened package. Two pieces of hair were observed on the inside of the finger grips of the syringe, along with small other fibers. However, since the product was not inside the original sealed package, it was not possible to confirm the presence of the defect inside the sealed package. No foreign matter was observed inside the fluid path of the syringe. The defect could not be confirmed to have originated at the manufacturing plant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.